Event description:
Updated summary: customer said he had missed meal since the night of the 18th and was walking on an empty stomach (only had coffee) on the morning of the 19th to his doctor's appointment, which caused his blood glucose to dropped low and caused him to pass out. Customer did not lose consciousness. Low was treated with carbohydrates and glucose gels. Customer also went to the emergency room for treatment at around 10am. Per customer, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported a blood glucose value of 41 mg/dl. The customer reported hypoglycemia and loss of consciousness was treated with glucose/carb intake, and emergency room visit. The event involved product(s) mmt-332a, mmt-1884, and mmt-242a. Troubleshooting was performed, and the insulin pump was in use leading up to the hospitalization. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.